Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A remote transmission showed episodes of undersensing resulting in false pause episodes. The patient came into the clinic and the device was reprogrammed to resolve the event. The patient was stable.